Event description:
It was reported that the patient was having difficulty connecting batteries to one port of controller; he tried to connect multiple batteries. One of the batteries became disconnected on its own several times. It was reported that the alarms functioned as designed, and there was no indication of any adverse effect on the patient. The controller was exchanged.

Manufacturer narrative:
The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Analysis of the device could not be performed since the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The vad remains implanted. It was reported that the controller is not being returned to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.